Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioiq meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the meter started to read inaccurately on ¿(B)(6) 2015 at 11:00 o¿clock¿, when the patient obtained alleged inaccurately erratic blood glucose results of ¿10.3, 9.7, 9.2, 9.1, 8.8, 10.5 and 7.2 mmol/l¿ less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results meets lfs¿ precision criteria. The patient manages her diabetes with insulin (self-adjuster). No changes were made to the patient¿s usual diabetes management regimen as a result of obtaining the alleged inaccurate readings. The reporter alleged that thirty minutes after the start of the alleged issue, the patient developed symptoms of ¿bad vision, hand shaking [and] sweating¿. The reporter alleged that ¿30 minutes¿ after the symptoms developed, the patient ¿started exercising as to abate the symptoms¿. No treatment was provided as the patient ¿used the exercise as treatment¿. At the time of troubleshooting, the csr noted that the patient had obtained samples from the same approved sample site and the meter was set to the correct unit of measure. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.